Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the sipap unit gave a "low fio2" alarm. The customer calibrated the unit and replaced the oxygen sensor, but the unit continued to give the "low fio2" alarm. The customer measured the fio2 with an external oxygen analyzer and found that the fio2 was much lower than the actual setting on the sipap unit. There was no patient involvement associated with this issue.